Event description:
During a revision surgery to remove a broken screw previously identified at the patient's five month post operative exam, a second broken screw was identified. Both broken screws were removed. No patient pain or injury was reported.

Manufacturer narrative:
Reviewed device history record. Device manufactured to all applicable specifications.